Manufacturer narrative:
The t:slim g4 user's guide states the following: the t:slim g4 system is not approved for and should not be used by individuals less than 12 years of age. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact on the customer's blood glucose (bg) levels. Customer was advised of possible areas that occlusion could occur.